Event description:
It was reported that during an implant attempt, the right ventricular lead impedance was high. The impedance was still high after retracting the helix, so the lead was removed and another lead was implanted. High impedance was also observed for the second lead, regardless of the helix being extended or retracted. Subsequently, the helix of the second lead would no longer extract, so the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.